Manufacturer narrative:
Reported event of failure to cut. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonic screening procedure. According to the complainant, during the procedure, the snare was cauterizing but failed to cut the polyp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.